Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately six months post port placement, the port system was allegedly unable to aspirate. It was further reported that the port system was removed. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code and 510k number for the power port isp m.r.I., 8fr groshong products is identified. H10: manufacturing review: a lot history review, a device history record review, and complete manufacturing review could not be conducted as the lot number is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter was returned for evaluation. Gross visual, microscopic visual, tactile, functional evaluations were performed. The investigation is inconclusive for failure to aspirate and suction failure as there was blockage noted in the three way valve under laboratory conditions but this is not sufficient to confirm that this event occurred under clinical conditions. Based upon the available information, the definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported that approximately six months post port placement, the port system was allegedly unable to aspirate. It was further reported that the port system was removed. There was no reported patient injury.